Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead was partially dislodged. The device was programmed. The patient was stable before, during and after the clinic visit and will be followed on merlin.net.